Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿early or late postoperative, infection, and allergic reaction.¿

Event description:
It was reported that the patient underwent an initial left knee arthroplasty on (B)(6) 2012. Subsequently, the patient experienced cellulitis three months postoperatively. It was further reported that patient experienced pain two years postoperatively, which is worsening and is aggravated by activity. No further information has been provided.